Manufacturer narrative:
As reported, the 6f-7f mynxgrip vascular closure device (vcd) did not deploy during the procedure. There was no reported patient injury. The user was trained on the use of the mynx device. The mynx was prepped according to the instructions for use (IFU). The sheath used in conjunction with the mynx device was a 6f non-cordis device. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel was verified to be 6mm in diameter. The stick location was in the right groin in the right superficial femoral artery (sfa). There was no presence of peripheral vascular disease (pvd) / calcium in the vicinity of the puncture site. There was no scar tissue present in the vicinity of the puncture site. The procedure used an antegrade approach. Manual pressure was held for fifteen minutes and the stick was dressed with gauze. The patient was neither hospitalized nor was the patient's hospitalization extended as a result of the event. The patient is noted to have recovered. The device was not returned for analysis. A product history record (phr) review of lot f1819702 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant failure to deploy¿ could not be confirmed as the device was not returned for analysis. The exact cause of the failure to deploy event reported could not be determined. However, based on the information available for review, it is not possible to determine what factors may have contributed to the issue reported. However, handling factors, such an incomplete engagement of the advancer tube after shut down step, most likely contributed to the failure to deploy event reported. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the phr, nor the information available for review suggests a design or manufacturing related cause for the reported events. Therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f1819702 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 6f-7f mynxgrip vascular closure device (vcd) did not deploy during the procedure. There was no reported patient injury. The user was trained on the use of the mynx device. The mynx was prepped according to the instructions for use (IFU). The sheath used in conjunction with the mynx device was a 6f non-cordis device. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel was verified to be 6 mm in diameter. The stick location was in the right groin in the right superficial femoral artery (sfa). There was no presence of peripheral vascular disease (pvd) / calcium in the vicinity of the puncture site. There was no scar tissue present in the vicinity of the puncture site. The procedure used an antegrade approach. Manual pressure was held for fifteen minutes and the stick was dressed with gauze. The patient was neither hospitalized nor was the patient's hospitalization extended as a result of the event. The patient is noted to have recovered.